Manufacturer narrative:
(B)(4). Patient ID was not provided.

Event description:
It was reported that a healing abutment was placed by hand on the dental implant placed in dental site 46 (fdi). The doctor could not release the healing abutment from the implant therefore the abutment head was cutted in order to remove it. The implant remains implanted.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One bellatek encode healing abutment was returned for inspection with a portion of the retaining screw. The device shows significant signs of damage, and the drive feature is destroyed from removal. The retaining screw is broken off at the head. The reported implant was not returned for inspection. Documents reviewed: ¿product catalog for restorative technologies¿ instres rev 04/16. Information identified: warnings: mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. For compatibility of bella tek patient specific abutments, please refer to compatibility table in the accompanying document. Complaint alleges the healing abutment became stuck in the implant, and had to be cut out. Complaint was non-verifiable as the returned device was too badly damaged to functionally test, and the reported implant was not returned. (B)(4). Device evaluated by manufacturer: change 'no' to 'yes'.

Event description:
No further event information is available at the time of this report.